Event description:
During an in-clinic follow-up, an x-ray was performed and the right ventricular (rv) lead was found to be dislodged. The cause of the event was due to poor suture on the cephalic vein. A revision procedure was performed and the rv lead was repositioned to resolve the event. The patient is stable with no consequences.